Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed the tear-away seal on the outer packaging was broken. A dent to the outer packaging was observed between the front and side panels. Upon opening the packaging, the original jar was found broken with broken yellow safety seals. No solution was present inside the jar. The lid was removed and a glass fragment was observed adhered to the gasket. Additional glass fragments were found inside the packaging box. Large cracks were observed along the jar threads. After removing the valve retainer from the jar, a crack was observed at the bottom corner, which may represent the originating fracture site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 21mm aortic bioprosthetic valve, it was reported that the valve jar inside the box was broken. Another valve was used. It was further noted that the valve was stored at the facility only 1 day before discovery of the broken jar. The box the valve was packaged in did not show any damage. No additional adverse patient effects were reported.